Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device has the distal section end kinked and the distal tip kinked. Also it has the polymer detached in the distal section. Dimensional inspection was done and the overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. A 135cm transcend¿ guidewire was advanced to the target lesion. After the device crossed the lesion, a non bsc balloon catheter was delivered. The balloon catheter came in contact with the uneven joint section of radiopaque and non radiopaque portion of the device and the balloon stopped advancing. The physician managed to deliver the balloon catheter through the guide wire by pushing the balloon catheter several times. The procedure was completed with this device. Following the procedure,when the uneven joint area was checked, it was noted that the device got detached at the radiopaque portion. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. A 135cm transcend¿ guidewire was advanced to the target lesion. After the device crossed the lesion, a non bsc balloon catheter was delivered. The balloon catheter came in contact with the uneven joint section of radiopaque and non radiopaque portion of the device and the balloon stopped advancing. The physician managed to deliver the balloon catheter through the guide wire by pushing the balloon catheter several times. The procedure was completed with this device. Following the procedure,when the uneven joint area was checked, it was noted that the device got detached at the radiopaque portion. No patient complications were reported and the patient's condition is good.